Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is not able to be confirmed. Upon return, the iab bladder was fully unwrapped. The iab was unable to advance through its appropriate sheath due to the unwrapped bladder. The iab is to be inserted through a sheath if the bladder is fully wrapped. The returned iab passed functional testing. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: for related complaints involving the same patient and event see: MDR #3010532612-2020-00001 and tc #1900074135. MDR #3010532612-2019-00468 and tc #1900074109.

Event description:
It was reported that the intra-aortic balloon (iab) catheter couldn't advance through the sheath (it is uncertain if they used the same sheath or not). As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Other remarks: for related complaints involving the same patient and event see: MDR #3010532612-2020-00001 and tc #(B)(4). MDR #3010532612-2019-00468 and tc #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter couldn't advance through the sheath (it is uncertain if they used the same sheath or not). As a result, a new iab was used. There was no report of patient complications, serious injury or death.